Manufacturer narrative:
No unexpected battery out limit alarms noted. The insulin pump had intermittent button response on the act button due to corroded keypad traces noted. The device passed displacement test and off no power test. The operating currents were within specifications. The device had cracked lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube, and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed battery out limit and the customer was unable to clear the alarm. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.